Event description:
Machine was alarming increased negative pressure. Lines flushed without difficulty. Machine continued to alarm therefore attempted to inverse the lines. Upon completion attempted to continue therapy and the screen was frozen. The filter then became clotted.

Event description:
Machine was alarming increased negative pressure. Lines flushed without difficulty. Machine continued to alarm therefore attempted to inverse the lines. Upon completion attempted to continue therapy and the screen was frozen. The filter then became clotted.